Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture on keypad traces. Insulin pump had minor scratches on lcd window, scratched reservoir tube window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the buttons on the insulin pump are not responding. Customer has to press the buttons very hard to make them work. Blood glucose value is 244 mg/dl. Nothing further reported.